Manufacturer narrative:
Continuation of d10: product ID 37082, serial# unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Impedance measurements were all > 25000 ohms, no additional causes were identified by the physician during the replacement surgery. The devices will be returned by the last week of december 2024.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was reported that a connector boot was used with the extension and that one is used every time in this center, but the connector boot didn't have any damage. The implant and explant dates were confirmed.

Manufacturer narrative:
Continuation of d10: product ID 37082-20 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension. H3 device evaluation: analysis of the returned implantable neurostimulator (ins) found no significant anomalies. Analysis determined that the implantable neurostimulator (ins) was functional. Analysis of the returned extension found that the extension exhibited severe corrosion of the stainless steel set screw blocks and stainless steel crimp sleeves. The level of corrosion, especially on an extension implanted for less than five months, suggests there was likely a leak path that allowed body fluid to ingress into the distal connector sleeves. There was also a fractured cable towards the end of one of the distal connector sleeves. The flat fracture surface is consistent with bending of thermoset-hardened mp35n. The characteristics of the fracture suggest the fracture occurred prior to corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced issues with the ins and extension. The impedances were out of range for the device system, which included the leads, extension, and ins. The patient received electric shocks when the impedances were checked. The patient, a former welder who practices diy, was contributing factors. Troubleshooting was performed. Impedances were checked for all the system and were out of range. Lead impedances were good. Problem was identified as there were burned connections between the extension and leads. The physician decided to change the extension, which initially resulted in good impedances when the ins was outside the subcutaneous pocket. However, upon reinsertion into the pocket, the impedances were again incorrect, leading to the decision to replace the ins. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 37082, lot/serial# unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37082, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.